Manufacturer narrative:
Updated information: d4 catalog number updated. H6 clinical code e0303 removed and added e1302.

Event description:
A 21-year-old male with acute myocardial infarction/ cardiogenic shock was supported with an impella 5.5 device implanted via right axillary/subclavian surgical arterial access on (B)(6) 2026 at 11:37 pm experienced hemolysis, access site bleed and expired based on the limited information available, the patient had hematuria (pink/red urine) prior to implantation of the impella 5.5, indicating a pre-existing clinical condition. Following device support, the patient continued to exhibit pink/red urine. Clinical staff later documented bleeding at the impella insertion site and reported ¿compartment syndrome¿ in the chest, although no details were provided regarding imaging, interventions, or surgical evaluations. There were no reported impella alarms, abnormal pump behavior, or abnormal purge parameters, and no diagnostics indicating device malfunction were described. The patient¿s condition continued to deteriorate, and the family elected to withdraw care, after which the patient expired. The presence of hematuria prior to device insertion and the lack of device alarms or documented mechanical issues limit the ability to attribute the clinical outcome to device performance. Bleeding was noted and this is a known risk per our IFU because of our anticoagulation and purge requirements. Hemolysis is noted as a risk in our IFU.

Manufacturer narrative:
B5 revised to include clinical rationale.

Manufacturer narrative:
Updated information: h6 component codes updated. The investigation for the hematuria and access site bleeding has been completed. The cause of the injury was not determined due to insufficient clinical details and no device return.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 had hematuria that began prior to implantation of the pump and continued after implantation. The patient also had bleeding from the access site and compartment syndrome in the chest. Care was withdrawn and the patient expired.